Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via startright representative that the customer had issues with air bubbles in their reservoir. The customer states during their first infusion set change they noticed air bubbles and were no longer able to use the reservoir. It was reported that the customer did not wish to speak with help line. No further information provided.